Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, removal difficulties were encountered. The 99% stenotic lesion was located in the moderately tortuous mid right coronary artery (rca). Vascular access was gained through the radial artery. The physician inserted another manufacturer's guide wire through the runway guide catheter and the guide wire exited through the side holes of the runway guide catheter. Significant resistance was encountered upon attempting to remove the guide wire from the runway guide catheter's side holes. The runway guide catheter and the guide wire were removed together without incident. The procedure was successfully completed with a different device. There were no pt injures or complications. The pt's status was reported as "no problem."